Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. According to the reporter, they "believe that it could be from the minicap recall". The patient stated they did not notice that any of the minicaps were improperly sealed. It was reported the patient was hospitalized for two days for the event. Treatment was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.